Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During the processing of this incident, attempts were made to obtain complete patient information.

Event description:
Related manufacturer reference number: 3006705815-2020-02996. It was reported that a patient experience sensations of shocking, burning and itching at the lead and ipg site and subsequently went to the emergency room (ER). Patient was referred for an allergy test as the next course of action.